Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system recorded as suspended right atrial automatic threshold (raat) test. There was some confusion as to why there was a recent threshold value recorded since it has been suspended. Technical services (ts) reviewed the device information and noted that the test had been suspended for four consecutive days due to noise on the evoked response channel of the right atrial (ra) lead, triggering the alert. It was further noted that the test was successful on the fifth day. This system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).